Event description:
A distributor reported on behalf of a healthcare facility in south africa that the tubing of two rt380 adult dual heated evaqua2 breathing circuits were found damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Corrected data: section b5. A distributor reported on behalf of a healthcare facility in south africa that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was found damaged before use. Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed that the tubing was found degraded. Further analysis of the subject rt380 circuit using fourier-transform infrared spectroscopy (ftir) revealed that result was consistent with uv exposure causing material degradation. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the tube being exposed to excessive uv light for a longer period of time. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south africa that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was found damaged before use. There was no patient involvement.